Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 12-sep-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. It was reported that on (B)(6) 2018, the patient sought out medical examination and was referred to the hcp because the patient felt no relief from the pump. The hcp conducted a pain pump and/or fluoroscopic study through a fluoroscopic procedure. The hcp discovered the catheter tip to be located at a location other than originally implanted consistent with a catheter dislodgment. The patient underwent a fluoroscopic revision procedure.